Event description:
Doctor was using the dental needle on a patient. Once done, the doctor went to re-cap the needle (using the one hand method), but the needle went through the side of the plastic cap and she received a needlestick on her finger. The doctor underwent testing for hiv and also took hiv preventive medication for two days. Since the blood results came back negative, the doctor discontinued the use of the hiv medication. The doctor is doing fine.